Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the posterior lateral (pl) artery. Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). The 2.25x15mm xience xpedition stent implant was deployed without issue; however, post stent-deployment no flow (occlusion) was noted distal to the target lesion, which was successfully treated with balloon angioplasty. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of occlusion is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.